Manufacturer narrative:
Submit date: 03/17/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a spinal needle. Customer reports that the needle broke off at the hub and was stuck in patient. A clamp was used to retrieve the needle.